Event description:
A customer questioned whether the synch button was pressed when attempting to shock a patient in an event where the patient subsequently died. A philips field service engineer evaluated the device. The device passed all operations tests. No parts were replaced. The customer stated that the clinician did not press the ¿synch¿ button while attempting a cardioversion. The customer stated that the product did not malfunction in an event where the patient subsequently died. No ECG strips or case events files were available for a philips clinician to review. The evidence in this event is consistent with a use issue. The device was functioning as intended. The device remains in service at the customer site.